Manufacturer narrative:
The joystick and controller were returned for evaluation, however subsequent testing could not verify the complaint. Both the joystick and controller passed functional testing. However, the fault log showed error codes 0700 (remote fault) and 0811 (controller fault). The underlying cause of the complaint issue could not be determined, as the complete chair was not returned for evaluation. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair intermittently hesitates going left and right and sometimes backwards. The caller states the end user wasn't injured but states the unit will intermittently have this delayed response and states the unit is having this issue while on linoleum, hard wood, carpet and concrete. The joystick and controller were returned for evaluation, however subsequent testing could not verify the complaint. Both the joystick and controller passed functional testing. However, the fault log showed error codes 0700 (remote fault) and 0811 (controller fault).